Manufacturer narrative:
After further review of additional information received the following sections b4, b5, b6, b7, d4. Ser # and expiration date, d10, g4, g5, g7, h2, h3, h4 and h6 have been updated accordingly. The roughened surface appears consistent with using a sharp tool to remove the femoral head from the femoral stem during the revision surgery. The surface blemishes appear consistent with articulating with the worn polyethylene liner implanted. The thru-holes appear consistent with using a threaded instrument to remove the acetabular liner from the shell during revision surgery. The deformation appears consistent with impingement and edge-directed loading. The alignment of the femoral head appears consistent with the center of rotation migrating vertically due to progressive wear in the direction of the applied load. In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. It is also a device specific risk that there could be excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Based on review of all available information, there is no evidence to suggest that the reported surgical revision for poly wear is related to any design or manufacturing issues. In an investigation for reports of revisions due to prosthesis wear, found no cause for action as the estimated frequency of occurrence is 0.039% and is considered "very low". The polyethylene wear reported may have been the result of the acetabular cup position potentially being vertical during a portion of its implantation and that position contributed to its edge directed loading; this could be influenced by the patient obesity and activity. This device is used for treatment, not diagnosis. H3: rep. No information has been provided. A5, a6.

Event description:
It was reported that a patient presented to his doctor with pain and evidence of poly wear via x-ray in may of 2017 (this is reported in MFR 1038671-2017-00271). The patient is noted to be active, he has bilateral knee arthroplasties and is moderately obese. The patient noticed left hip pain when mowing uneven ground, the pain is partially controlled with ibuprofen. The patient was treated for a possible (unidentified) infection, not noted to be device related. The patient received surgical revision of the left hip components. There is no additional information provided. This is one of two products involved with the reported event and the associated manufacturer report 1038671-2017-00768.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision of left hip components due to early poly wear.